Manufacturer narrative:
Based on the review of the DHR, no abnormalities were found. There are no units of this lot currently in warehouse inventory. There were no failure trends identified for this part. The device was not explanted. However, x-ray photos were provided and confirm the broken plate. There also have been no nonconformances (ncrs) or capas for this part in the past 2 years (aug 2019 - july 2021). This complaint is the only one reported for this part. The data collected for this complaint states the implant has not yet been explanted. This new plate and screw order may be established through the applicable distribution channel. The doctor indicates that he has no signs that the patient has exposed the plate to fatigue. There are adequate user instructions and warnings for potential device failures in the instruction for use and surgical technique guide. The risk of this type of failure mode is adequately addressed in fmea-0909 rev k, and carries a severity level of 3 for nonunion, misaligned fusion, and/or tissue irritation. Based on this investigation, no root cause could be determined. No further actions will be taken at this time. Complaints will continue to be monitored and trended. The device will be evaluated once received and a supplemental report will be submitted. Note: complaint investigation results in this report is applicable to 2.7 x 12mm fully threaded angled locking, part number 338-2712 / lot # 1129482. For the associated screws investigation, results refer to the respective MDR #: MDR # part number description lot # quantity 2027754-2021-00004 336-2710 2.7 mm 10 hole subcondylar plate 1139811 1. 2027754-2021-00005 338-2710 2.7 x 10mm fully threaded angled locking 1129481 2. 2027754-2021-00007 338-2716 2.7 x 16mm fully threaded angled locking 1128465 1. 2027754-2021-00008 338-2718 2.7 x 18mm fully threaded angled locking 1136613 1.

Event description:
On (B)(6) 2021 osteomed was notified that, during a follow up visit due to discomfort on the the left foot of the patient; the x-ray's from (B)(6) 2021 reflects that the plate implanted on (B)(6) 2020 was broken. Per the reporter: "the patient presented discomfort and at the time of the review it was detected that the plate (336-2710) had fractured, the doctor indicates that he has no signs that the patient has exposed the plate to fatigue." The involved part numbers are as follows: part number description lot # quantity 336-2710 2.7 mm 10 hole subcondylar plate 1139811 1. 338-2710 2.7 x 10mm fully threaded angled locking 1129481 2. 338-2712 2.7 x 12mm fully threaded angled locking 1129482 1. 338-2716 2.7 x 16mm fully threaded angled locking 1128465 1. 338-2718 2.7 x 18mm fully threaded angled locking 1136613 1.